Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip was broken. At the end of the procedure, while exiting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was noticed that it was folded and damaged at the level of the curve. The damage was located in the torque zone with metallic wire which was external. No specific action was performed as the issue occurred at the end of the procedure. The procedure was successfully completed, with no patient consequences. Device investigation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a functional evaluation of the returned device. Visual analysis of the returned device revealed that the tip was damaged. It was bent, twisted and it had wires exposed. The issue could be related to excessive force or manipulation, however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additionally, the customer also provided pictures of the complaint device to aid in the investigation. Evaluation of the pictures revealed the tip was observed in a bent condition, also a wire was observed exposed. Only the tip section can be observed on the pictures, and no other damages or anomalies were observed. The customer complaint was confirmed. This investigation was performed based only on the photo provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 4/22/2021, biosense webster inc. Received additional information indicating there was no bleeding or damage seen on the patient. No intervention was required and no extended hospitalization for the patient. The manufactured date has also been received. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 5/14/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed that the tip was damaged. It was bent, twisted and it had wires exposed. This finding was reviewed and determined that the broken tip issue continues to be deemed MDR reportable since integrity of the device was not maintained. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip was broken. At the end of the procedure, while exiting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was noticed that it was folded and damaged at the level of the curve. The damage was located in the torque zone with metallic wire which was external. No specific action was performed as the issue occurred at the end of the procedure. The procedure was successfully completed, with no patient consequences. The damaged device might lead to a bleeding or a trauma.